Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had lines on the screen. The customer's father reported that they were unable to make the insulin pump work. The customer's blood glucose was 90 mg/dl at the time of incident. The customer's father stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.